Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the shaft broke when removing the balloon sleeve. The physician attempted to remove the balloon sleeve however the shaft broke. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. No external or internal packing was returned. The device arrived back with the sleeve separated. The total length of the returned stent guard is approx. 230mm. It was evident that the balloon broke off inside the stent guard. It was also noted that there was a kink on the stent guard. The kink was approx. 30mm from the proximal side. The hub was printed as expected and no visual defects were observed. A break was noted in the outer at the balloon proximal bond. The total length of the break is approx. 65mm. The inner was stretched and exposed from the site of the proximal bond. There were numerous kinks noted on this section of the inner. The total length of the exposed / stretched part of the inner is approx. 95mm. No visual inspection was done on the balloon as it arrived back stuck inside the stent guard. No visual defects were observed on the distal tip. No functional examination was carried out on the device as it was not applicable to the complaint. The device was visually inspected under 4x-60x magnification by digital microscope camera. The evaluation of the returned device has confirmed the break failure mode reported. Based upon the available information a definitive root cause cannot be determined. It is unknown whether handling or procedural techniques have contributed to the reported event. Based on analysis performed no additional action is required at this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the shaft broke when removing the balloon sleeve. The physician attempted to remove the balloon sleeve however the shaft broke. Another device was used to complete the procedure. There was no patient involvement. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was not returned for evaluation. The result of the investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information a definitive root cause cannot be determined. It is unknown whether patient factors, handling or procedural techniques have contributed to the reported event. Based on analysis performed no additional action is required at this time. Finally the complaint rate for this failure mode is 0.029%. This exceeds the predicted rate of 0.01%. An event review has been raised in our quality system to address this issue. The IFU states: (a) device description. The savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. The hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. (B) indication for use. The savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. (C) directions for use. Inspection and preparation note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. Remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%). Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).